Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was caused by a hardware error. The main board of the flat panel detector was defective, resulting in no imaging being possible on site. To protect the patient from non-imaging radiation, the system turned off the x-ray, which is a mitigation of the problem. Correcting such a defect is only possible by service intervention and replacement of the affected component. After replacement of the flat panel detector, the system was again running as specified. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error which would lead to a corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported horizontal and vertical lines on images. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.